Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose level of 47 mg/dl. The customer stated that, they were not using auto mode at the time of the low blood glucose event. The customer stated that, their basal patterns on manual are not right and they have to update them with their health care professional. The customer did not want to troubleshoot. The insulin pump will not be returned for analysis.